Manufacturer narrative:
The customer's glidescope avl monitor and glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and video monitor together, however the reported failure to produce an image could not be duplicated. The technical service representative connected the returned video baton to a test video monitor, the image produced was with specification. In addition, the technical service representative attached the returned video monitor to a test baton, and again the image produced was within specifications. Finally, the technical service representative connected the returned video baton to the returned video monitor and left the monitor powered on for one (1) hour and thirty (30) minutes. During that time the video baton cable was manipulated every five (5) minutes with no change in the image noted. The customer's video monitor and video baton were tested to specifications and returned to the customer.

Event description:
The customer reported that during a patient procedure, their glidescope avl video baton 3-4 would not produce an image. Reportedly a backup glidescope avl unit was immediately made available to complete the procedure. There was no harm to the patient or user reported.